Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, on (B)(6) 2025 the gastrointestinal videoscope tested positive for less than 10 colony forming units (cfus) of non-fermenting gram negative bacilli, and less than 10 cfus of pseudomonas species. The device was retested on (B)(6) 2025, and it tested positive for 10-100 cfus of achromobater species. The device was tested again on (B)(6) 2025 and tested positive for 10-100 cfus of nonfermenting gram negative bacillus species, and less than 10 cfus of pseudomonas species all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, and the device evaluation and the final investigation. The complaint investigation could not review the customer's cds processes as it was not provided. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: n/a. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information received from customer.